Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 2 days after implantation there was blood in the hub of the 3 fr (B)(6) catheter. No patient injury reported.